Event description:
It was reported that during an ureteroscopy procedure the fiber was plugged in and snapped while using. Another of the same fiber was used to complete the procedure. There were no patient complications.